Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a vaginal prolapse repair procedure in (B)(6) 2007 and mesh was implanted. Post-operatively, the patient reported that her body started to reject the mesh and requested to remove the mesh. As per patient, the surgeon opined that pain was normal and mesh was not removed. The patient experienced a discharge and bleeding and had weekly check-ups. Seven months following the procedure, the patient underwent a partial mesh removal and she experienced a chronic pain since. The surgeon recommended a pain consultant. Additional information has been requested.